Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. As a 2.5 x 18 mm xience prime was deployed a dissection occurred. A 2.5 x 12 mm xience v was successfully used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.